Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause and treatment were not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, discontinued and frequency was not reported), ceftazidime injection (1 gram, intraperitoneal, discontinued and frequency), heparin injection (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.